Manufacturer narrative:
(B)(4). Additional information received: is the active blade (grey tip) broken off the device? No the tip is hanging on . Is the white tissue pad broken off the device? If yes, is the white tissue pad completely missing from the clamp arm of the device? No the white tissue pad is not broken off. Do you have the product code for the device? Ref; har 36 do you have the lot/batch number for the device? R93p74 ,exp. 2023-05-31 did the patient experience any adverse consequences due to this issue. N only additional time to remove the broken piece and ensure nothing was left in the patient. Catalog is har36; lot number is r93p74; expiration date is 5/31/2023; unique identifier (UDI) is (B)(4). Device manufacture date is 6/27/2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the harmonic ace was being used and the tip fell off in the patient. The nurse said she thinks all of the pieces were retrieved. It is unknown how the procedure was completed. Patient consequence was not reported.